Event description:
It was reported that the atrial pacing rate of this pacemaker had increased. Clinic contacted technical services (ts) to find out reason for increase. Technical services (ts) analyzed the presenting electrogram (egm) and provided troubleshooting. It was determined that the increase in pacing rate was due to patient converting out of atrial tachycardia rhythm which did not meet certain programming criteria for a mode switch. It was also discovered that there was a signal artifact monitoring (sam) episode where the minute ventilation (mv) feature was disabled due to oversensing of electrocautery present at the time of a surgery. The mv feature was re-enabled by clinic. There was no pacing inhibition as patient had intrinsic rhythm conducted. No adverse patient effects were reported. Currently, this pacemaker remains in service.